Manufacturer narrative:
Per product labeling, "all initially reactive or borderline samples should be retested in duplicate using the elecsys anti-hcv ii assay". The investigation could not identify a product problem. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Manufacturer narrative:
The serial number of the e411 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys anti-hcv ii on a cobas e 411 analyzer (disk system). No units of measure were provided. The sample resulted in an anti-hcv value of 33 (reactive) when tested on the e411 analyzer. The sample was repeated on an abbott analyzer, resulting in a negative value. The sample was also repeated on a vidaz analyzer, resulting in a negative value. When pcr testing was performed on the sample ,the anti-hcv result was negative.